Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/18/2017. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye showed the product is damaged and incomplete, most probably to make explant possible. The product was also inspected by a qualified operator using a 12x magnification, which showed the product being cut at the optic body and a part of the haptic is missing. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxt300 25.0 diopter intraocular lens (iol) was explanted due to a mechanical complication of the iol. No further information was provided.